Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the 30 psi test. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: contact person name: charles ellison, contact person e-mail address: (B)(4) , contact person phone number: (B)(4). A getinge field service engineer (fse) replaced scroll compressor. Preventive maintenance full calibration, functional testing and safety check to factory specifications. Returned to the customer. The defective components were received for further investigation. The failure analysis and testing dept. Received the scroll compressor. These parts were received with a reported unit failure of the 30 psi test failing in both compressors. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat could not replicate the failure of failing the 30 psi test. When the 30 psi test was performed the test passed testing. The fat did observe that when the regulator calibrations were performed, the pressure could not be adjusted to factory specifications of 390 mmhg +-10 mmhg. The adjustment would not go above 340 mmhg. The compressor failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the 30 psi test and observed that the 30 psi test passed testing. The fat could not replicate the failure of the 30 psi test failing. The compressor passed testing. Retaining the compressors in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.